Manufacturer narrative:
Concomitant medical products: vlocl0325 vlocl0325 v-loc* 180 2-0 grn 45cm gs21, lot # unknown, vlocm0013 vlocm0013 v-loc* 90 4-0 clr 30cm p12x12, lot # unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of an open massive breast reduction and liposuction procedure, the patient is morbidly obese and did great operatively and post-operatively. The surgeon used absorbable sutures via a normal running stitch technique. The surgeon placed drains and later removed drains. The patient had continuous drainage on the right side. After four weeks of post-operation, during the wound healing, the surgeon noticed that there was a wound breakdown and skin necrosis on the most lateral extensions of the incisions. One of the other breast incisions had a wound breakdown at the transverse location and there was a gap where it had dehisced. The surgeon had to re-admit the patient to do a debridement and cut approximately 3" of the suture out, then closed with another absorbable suture and a non-absorbable suture.